Manufacturer narrative:
Exact date unknown, event occurred in over a year ago.

Event description:
It was reported that the patients ipg was not able to get a charge after multiple times of trying. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.